Event description:
Dat ngo of midland memorial had hamilton 1 sn (B)(6) that was being used on neonatal patient. They claim device had a patient incident and ended up having to give CPR to the patient.